Manufacturer narrative:
Part number and serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). Through follow-up communication with the customer livanova (B)(4) received the information that total six heater cooler systems 3t, were used during that period. All the unit were replaced with devices that have undergone the retrofit upgrading procedure. Since it is unknown the serial number of the heater cooler system unit that was used during surgery no further investigation could be performed. However livanova (B)(4) received a test report which confirmed the patient infection with mycobacterium chimaera. With the information provided the relation between the involved device and patient contamination cannot be confirmed. A review of the DHR for all six the devices that were used at that time did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for the reported issue. Livanova received the information that no further information will be provided by the customer therefore no further investigation can be performed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report; device not returned.

Event description:
In follow-up to a related news article livanova (B)(4) received a report that a patient who underwent a surgery on (B)(6) 2015, was found to be infected with mycobacterium chimaera.